Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on when the lid is opened. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The stryker product assessment center (pac) evaluated the device and was able to verify the reported issue. Stryker determined a faulty reed switch was the cause of the reported issue. The device was archived and the customer received a replacement device.

Event description:
The customer contacted stryker to report that their device would not power on when the lid is opened. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.